Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver was completed and visual inspection confirmed that the two tips of the driver were completely sheared off. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver was broken. It was noted that thick bone was present, contributing to resistance, the physician did not use excessive force at any point and that the damage occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver was completed and visual inspection confirmed that the two tips of the driver were completely sheared off. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver was broken. It was noted that thick bone was present, contributing to resistance, the physician did not use excessive force at any point and that the damage occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver was broken. It was noted that thick bone was present, contributing to resistance, the physician did not use excessive force at any point and that the damage occurred during the application of the sagittal wiggle technique. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver was completed and visual inspection confirmed that the two tips of the driver were completely sheared off. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.